Manufacturer narrative:
Updated data: b5. Added second paragraph. D9. H6. Additional codes. Corrected data: additional codes. F1203 was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy an d an aortic root angle of 60 degrees, a pre-implant balloon aortic valvuloplasty was performed using a 20 mm non-medtronic balloon. The valve was loaded into a delivery catheter system (dcs). Upon inspection of the valve load, a misload was identified. The misloaded valve and dcs were inserted into the patient and advanced to the annulus. Following initial deployment, the valve was recaptured as the position was too deep. Upon a second deployment attempt to a depth of approximately 6 mm on the non-coronary cusp and 10 mm on the left coronary cusp, an infold was observed in the valve frame at 80%. Severe aortic insufficiency was noted. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and successfully implanted in the patient. There was a 10-minute procedural delay. No patient complications were reported as a result of this event. Additional information was received indicating that the misload was due to a frame node overlap at the fourth node. Additionally, the severe aortic insufficiency was central.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy an d an aortic root angle of 60 degrees, a pre-implant balloon aortic valvuloplasty was performed using a 20 mm non-medtronic balloon. The valve was loaded into a delivery catheter system (dcs). Upon inspection of the valve load, a misload was identified. The misloaded valve and dcs were inserted into the patient and advanced to the annulus. Following initial deployment, the valve was recaptured as the position was too deep. Upon a second deployment attempt to a depth of approximately 6 mm on the non-coronary cusp and 10 mm on the left coronary cusp, an infold was observed in the valve frame at 80%. Severe aortic insufficiency was noted. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and successfully implanted in the patient. There was a 10-minute procedural delay. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012514790); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original outer packaging. The valve was inside its original packaging jar, fully submerged in cloudy solution. The valve was received discolored showing evidence of blood contact. The valve was received in a crimped state with the inflow and outflow aspects appearing elliptical. As received, all leaflets appeared partially open with a gap between the free margins. See steady flow hydrodynamic testing for additional assessment of the valve¿s coaptation. All leaflets were flexible with evidence of creases. Remnants of coagulated blood were observed on the commissures. All commissures appeared intact. All sutures appeared intact. The valve was submerged in warm saline; the frame expanded to full dilation with received crimped state resolving. There was no evidence of damages such as bends or kinks to the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm (approximately 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. To address the intra-operative aortic central regurgitation, the valve was subjected to steady flow testing for both forward flow and back pressure. The valve was able to complete both tests, and the still images indicate the valve coapts properly. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.